Manufacturer narrative:
Several attempts were made to obtain clarification from the customer on the resolution and disposition of the ventilator, however the customer could not confirm. If further information is obtained, this complaint will be reopened.

Event description:
The customer reported getting an error for backup alarm failed. It was reported the issue happened outside of use and no patient harm was reported. The remote service engineer (rse) spoke with the customer who reviewed the event log and verified multiple occurrences of the error backup alarm failed. No other associated check vent codes were logged. The rse advised the customer to replace the power management board and provided the parts ID. The customer is taking responsibility to correct or repair the device. The customer has been notified to contact philips if further assistance is needed.